Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended them to stop using the aligners due to poor oral hygiene, significant gingival inflammation and tooth sensitivity. A letter of recommendation was provided. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.